Manufacturer narrative:
One infusion pump was received for evaluation. Visual inspection found tamper seals were removed. The device was observed to be in good condition. The devices event history log was reviewed for evidence of the reported problem, a no disposable alarm was found. To conduct functional testing two aa batteries were inserted to power up the device. Upon power up, the reported problem was duplicated, device was found to be "double beeping" during power up. It was revealed that a faulty downstream occlusion sensor was the cause of the issue. The downstream occlusion sensor was replaced. A manufacturing DHR review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously.

Event description:
It was reported the pump was double beeping. No patient injury. No further details provided.